Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-9560-24-4 univers revers modular glenoid system modulas baseplate and an ar-9561-30s univers revers modular glenoid system, central screw, had an issue during a reverse total shoulder arthroplasty procedure on (B)(6) 2025. When the surgeon was screwing the central screw into the glenoid, the central screw detached on the last turn from the baseplate and was stuck in the patient's bone. The screw did not break and was removed from the patient's bone in one piece, and the baseplate was also removed. Nothing broke inside the patient, and there was no harm to the patient. Another ar-9560-24-4 univers revers modular glenoid system modulas baseplate and an ar-9561-30s univers revers modular glenoid system, central screw, with different unknown lot numbers, were used to complete the procedure successfully. There was a case delay of under 15 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9560-24-4 univers revers¿ modular glenoid system modulas baseplate 24 mm +4 lat batch number: 15253499 was received for investigation. Visual evaluation of the returned device noted that the hex where the central screw connects was rounded. Further visual evaluation noted superficial scratches to the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces when assembling the mating devices.